Manufacturer narrative:
Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations of loss of capture. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was total loss of capture (loc), even at full output with this transvenous right ventricular (rv) lead. This issue became evident at the first device follow-up after implant. The patient was confirmed as not pacemaker dependent. Troubleshooting was discussed.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.